Manufacturer narrative:
The device was not returned for investigation. The lot history documentation was reviewed for this lot. The device history record review indicates all specifications were met. No conclusion can be made.

Event description:
On october 9, 2006, a clinical incident involving a turbovac 90 arthrowand was reported to arthrocare corp. During an arthroscopic procedure of the shoulder, the tip of the device was reported to have detached and remained in the patient's shoulder. The fragment is not visible on x-ray and there is no plan to reoperate to remove the fragment. The patient is reported to be doing well. No injury was reported.